Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e103- emergency lamp error is displayed and burnout of the resistor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e103- emergency lamp error is displayed due to the burnout of the resistor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had a spare lamp error showing. The issue was found during inspection for use. There were no reports of patient harm.